Event description:
Customer reported broken and leaking set. Y connector tubing was attached to a pt on day 2 of therapy. Y connector began leaking and was noted to be cracked. There was no pt harm and no medical intervention was required. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). Customer states that the product will be returned for investigation. Although requested, the affected set has not been received for investigation. A follow up report will be submitted once the affected set has been received and an investigation has been completed.